Event description:
Patient had impella placement for ischemic cardiomyopathy, with flow rate monitored every hour. Approximately 3 days later, noted fluid leaking from impella purge cassette, and low rate at 28- 30cc/hr. Abiomed representative notified. Purge cassette tubing changed, no more leak and purge flow rate started to come down to 20's. Following day purge flow rate increased again, to 26 cc/hr. Cassette opened; damp moisture felt inside. Abiomed representative notified. Purge cassette tubing changed again, and the flow rate reduced to 7cc/hr, with no additional leakage observed.